Manufacturer narrative:
H6: investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. The sample received was seen to have a large tear in the tubing parallel to the longitudinal axis of the tubing. Further testing on the sample could not be conducted because of the damage to the tubing of the sample submitted. A device history record review could not be performed on model 22059e because a lot number was not provided by the customer. The investigation was not able to find a definitive root cause for the product failure. The probably root cause for the issue seen in this complaint is that the tubing burst when the customer attempted to flush the extension set when they noticed that blood was backing up into the the extension set. The backup of blood into the line and the increase in pressure in the tubing due to the customer attempting to flush the line, caused the tubing to burst. H3 other text : see h10.

Event description:
It was reported that ext w/ss rem spin luer & 1 sld clp was damaged. The following information was provided by the initial reporter: material #: 22059e batch/lot #: unknown. It was reported that the device blew out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ext w/ss rem spin luer & 1 sld clp was damaged. The following information was provided by the initial reporter: material #: 22059e. Batch/lot #: unknown. It was reported that the device blew out.